Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and baclofen at unknown doses and concentrations via an implantable pump for non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that the patient was seeing personal therapy manager (ptm) code (B)(4) [empty reservoir], which she started seeing "about a week ago". The patient had missed a refill and their last refill was in (B)(6) 2017 as the patient moved and had been trying to find a new healthcare provider (hcp) to fil the pump, but had not been able to. The patient started going through withdrawals "a couple days ago". Additionally, she had the shakes and could not sleep. The patient was also going through "hot and cold" and started having diarrhea. Additionally, it was stated the patient's pump had been alarming since the last refill in (B)(6) 2017. It was mentioned the pump was coming up on the replacement date as her previous hcp told the patient she had about 1.5 months left of battery in the current pump. No further complications were reported.